Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction. Other component malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Having yellow heart alarms. Specific component(s) involved: external battery malfunction; other component malfunction, system controller cell battery. Other component: pbu and power cable. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of other component, specify; replacement of external battery. Other intervention : type: lvad.